Event description:
This is a report of a flo-gard pump with a failure 28. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device has been received by baxter. Upon completion of baxter?s investigation a follow up medwacth will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-28 was confirmed and duplicated by baxter service personnel. The device was returned unrepaired to the customer; therefore, no root cause could be determined and no repairs were made concerning the reported condition. Should additional information be received, a follow-up medwatch will be submitted.